Manufacturer narrative:
The scope was sent to an independent laboratory for microbial testing. The scope's air/water and instrument / suction channels were cultured and tested positive for the following microorganisms bacillus malikii, micrococcus yunnanensis and micrococcus luteus. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. Olympus performed a visual inspection on the returned device and brownish foreign material located near the 30cm marking from the distal end side, when inspected with an olympus boroscope. Additionally, foreign material can be see within the crevices of the probe unit at the distal end. The bending section cover glue is discolored at both ends of the bending section. The scope passed leak testing. The scope was serviced and returned to the user facility. The scope was purchased on february 17, 2015 and was return for service/repair on june 5, 2017.

Manufacturer narrative:
The scope was returned to the service center and is pending evaluation. The scope will be sent to an independent laboratory for microbial testing.

Event description:
The user facility reported that a patient¿s preliminary culture report identified a gram positive cocci isolate in the sterile culture fluid sample. The user facility¿s scope cultured positive twice for an unknown organism after reprocessing. The scope was then cultured a third time and tested negative for microbial growth. The patient's final culture results are unknown at this time.